Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection and purulent discharge from the penoscrotal incision, scrotum and corpora. The patient underwent a surgical procedure to remove the device, perform a washout and implant a new ipp. There were no device issues and no further patient complications.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection and purulent discharge from the penoscrotal incision, scrotum and corpora. The patient underwent a surgical procedure to remove the device, perform a washout and implant a new ipp. There were no device issues and no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. Each cylinder exhibited wear at fold in its middle and distal end; in addition, the first cylinder presented a leak from a hole in the proximal end of its body, consistent with sharp instrument damage, along with tool marks along its body. No leaks were identified in the second cylinder. The pump was microscopically inspected, leak and functionally tested, and the component passed all testing. The reservoir was microscopically inspected and tested for leaks. Wear at fold in its shell was noted, but no leaks were noted. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection and purulent discharge from the penoscrotal incision; therefore, the device was removed. There were no device issues and no further patient complications.